Manufacturer narrative:
A MFR's service rep performed an on site investigation. The rui controller was replaced on the unit. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system displayed a motion error message for the rui controller. No pt injury was reported.